Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "replace sensor" message after 7 days of wear and being unable to obtain readings. As a result, customer experienced a loss of consciousness. After regaining consciousness, customer self-treated with sugar and had contact with an hcp who performed and blood glucose test (unspecified). No further treatment was reported. There was no report of death or permanent impairment associated with this event.